Event description:
The customer stated that the device displayed a primary alarm failure (ec 1102). There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, it was determined that customer was not trained and did not have a service tool kit to properly test unit after repair. The service engineer created an onsite work order. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The repair quote was rejected, and no repair was performed under the source record. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.